Manufacturer narrative:
The field for could not be populated due to a technical limitation. Common name: dtl adaptor, stopcock, manifold, fitting, cardiopulmonary bypass product code: dtl. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that prior to patient contact, a technician connected the high pressure braided connecting tube to the power injector and it was found to be leaking. Another device was used to successfully complete the procedure.